Event description:
The account generated a false reactive axsym toxo igm (0.779 index value) result on a specimen. After changing the axsym probe, the specimen repeated axsym toxo igm negative (0.101 index value). Additionally, the account stated the axsym analyzer was generating nonreproducible results and error 5015 (process probe step loss) was in the message log. The account replaced the axsym probe for resolution. The false reactive axsym toxo igm result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving inconsistent/ erratic/ discrepant results and error code 5015 generation. The probable causes listed include incorrect positioning of the processing probe, probe crashed, and damaged probe. The complaint information notes the crashed/damaged axsym processing probe was replaced to resolve the toxo igm erratic result issue. A service history review found axsym serial number (B)(4) has not had additional issues with erratic results generation, since the damaged processing probe was replaced. The axsym toxo igm package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes under sample collection and preparation for analysis it is important to follow the routine maintenance procedures defined in the axsym operations manual for optimal axsym performance. This is a final report.